Event description:
The hospital staff attempted to administer countershocks to a patient diagnosed in cardiac arrest. While using the disposable defibrillation electrodes, the device allegedly failed to charge. The standard external paddles were connected and reportedly intermittently failed to charge and failed to deliver energy to the patient. A backup defibrillator was made available and used. The patient was resuscitated.